Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and the inflator assembly. The returned sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There was approximately 1.5ml of air in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for airflow issues. The exact cause of the air flow issues is a leak at the balloon tab which was caused by an incomplete weld on the balloon tab and inflation tubing causing a leak at the corner of the balloon tab. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band bladder would not hold air. The procedure being performed was a heart catheterization. Additional information was received on 18may2023: 10-15ml of air was injected into the tr band when it was applied. Six minutes later the band deflated. There was no manipulation before used in any way. The product was stored in the box prior to using. Hemostasis was achieved by moving to vas band and then back to a new tr band. The patient was stable. A hematoma formed, however, was expressed. The estimated blood loss was 45ml.